Event description:
It was reported that during a da vinci proctectomy procedure the customer experienced an intermittent 20008 fault error mode. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering was unable to duplicate the fault, but concluded that the system issue experienced by the customer was likely associated with the left master tool manipulator (mtm) and/or the pt side manipulator (psm). The system was repaired by replacing the affected mtm and psm. Both the mtm and psm were returned to isi for further failure analysis investigation. Failure analysis of the returned components concluded that the root cause of the intermittent errors was a noisy potentiometer on the psm. Results from performance testing and visual inspection concluded that there was no failure of the mtm component associated with the intermittent errors. As designed, the system alarm (system generated fault codes) functioned correctly during the surgery and there was no injury to the pt. The procedure was converted to open surgical techniques to complete the planned procedure. As of may 30, 2007, there have been no reported recurrences of the issue at this hospital.